Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead. Followup with the following physician indicated that the atrial thresholds returned to normal without intervention. The ra lead remain in use. No patient complications have been reported as a result of this event.